Manufacturer narrative:
Product analysis :it was determined at analysis that the output connector nuts were discoloured. It was noted that one case screw was contaminated and there were four plugs damaged with tool marks. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.